Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as wounds. Pt has history of skin sensitivity. Patient has seen a wound care specialist who is treating the wound. Patient reported that the irritation is getting better.